Event description:
Customer called to report a clenz (cleaner) leak of approximately 40 milliliters from the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the issue. The cts instructed customer to power off the instrument, but the system would not reset. The vacuum trap jar (fl1) filled, and after it was emptied, the system rebooted. No further issues with rebooting were noted. The system tests were run and passed successfully; therefore, the issue was resolved. The cts verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue.

Manufacturer narrative:
A field service engineer was not dispatched to address the issue, as the issue was resolved with the troubleshooting guidance provided by the cts. Customer has not called back to report any further issues relating to this event. The cause of the event is attributed to the vacuum trap jar (fl1). (B)(4).